Event description:
Prior to an unknown procedure, the tip of the device came off when the surgeon inserted the scope. There was no patient consequence. The case was completed with another device of the same product code.